Event description:
Additional information from the patient reported they would not like to live without it. It helps with the diarrhea and they are glad they have it for them. They noted, "it has made my better". They were happy to live with it.

Event description:
A patient reported a return of severe diarrhea on (B)(6). The patient noted they do not feel stimulation and the therapy is off. When the stimulation was turned on the situation was resolved. The patient also noted they were on program 2 and felt overstimulation initially at 3.0 v, so the patient decreased to 1.0 v and felt stimulation. The patient is unsure how the stimulation was turned off. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.